Event description:
Caller reported that mobile app was unresponsive while loading a cartridge. There was no adverse impact to the customer¿s blood glucose level. The customer successfully relaunched the app, and no further assistance was required.